Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she has used the stimulation for only a few months due to pain and burning sensation at the ipg pocket when stimulation is on. She also reported the pain and burning sensation occasionally happened when the stimulation was off. Reportedly she has not used or charged the system in over a year. The patient reported surgical intervention will be taken at a later date to explant the system.